Manufacturer narrative:
(B)(4). Medical devices: guide wire: pp 0.014 (boston), guide catheter: bl 6fr, nsuflator pack priority. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a moderately tortuous and de novo lesion in the circumflex (cx) and a 75% stenosed lesion in the mid left anterior descending artery (lad). A 2.5x28mm xience alpine stent was implanted in the cx and a 3.0x15mm nc trek balloon dilatation catheter (bdc) was used for post-dilatation at 16 atmospheres with excellent results. A 2.5x33mm xience alpine stent was implanted in the lad and the same 3.0x15mm nc trek bdc was used for post-dilatation at 16 atmospheres; however, the balloon ruptured. The procedure was successfully completed with a non-abbott bdc. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). Visual inspections were performed on the returned device. The reported balloon rupture was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported difficulty appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.